Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na

Event description:
It was reported that the procedure was to treat the moderately calcified, mildly tortuous, 90% stenosed distal left anterior descending (lad) coronary artery. The 2.50x15 mm traveler balloon dilatation catheter (bdc) was advanced for pre-dilatation and inflated to 8 atmospheres for 10 seconds and ruptured. Therefore, the traveler bdc was removed and a non-abbott bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.